Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, and locked on tissue. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle, reload, and shell with the same adapter to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. During the investigation a secondary condition of fatal error caused by software restrictions was detected. This condition has a potential for patient harm. Analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. It was reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument locked on tissue and the handle also displayed a handle in a red circle with a line. The reported issues were confirmed. The most likely cause was traced to software coding. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of open current interrupt device (cid) not related to the reported condition. Functi onally, the handle was opened up and the cid for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. The issue was resolved by replacing with a known working battery. The most likely cause for the additional condition is component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition of voltage imbalance at rest (vimr) not related to the reported condition was identified. The vimr bit is a component of the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: unk-sigadapt, unknown signia egia adapter (sn:unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while performing the gastric pouch, the device partially fired, locked on tissue, and the reload was difficult to remove. The handle also displayed a handle in a red circle with a line. The surgeon used a retraction tool to manually open the jaws and used another handle to resolve the issue. There was no patient injury.